Manufacturer narrative:
Visual inspection confirmed that the screw had fractured and debris was noted in the threaded portion of the screw. The cause for the fracture could not be determined. Visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event. No lot number was provided for review.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
The doctor indicated that the abutment screw fractured.